Event description:
The facility representative reported to largo customer service a pump that fails to alarm. This event occurred during biomed testing. No pt injury or medical intervention was reported. No additional info is available.

Manufacturer narrative:
The pump is in the process of being evaluated. A follow-up report will be submitted upon completion of the eval, or if any additional details becomes available.